Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (486 mg/dl) and a correction bolus was delivered to address the bg level. The customer changed the infusion set site twice and found no issues at the site. The customer did not know what caused the high bg. A pump system check was performed with tandem customer technical support (cts) and no device issues were found. The customer reported to have changed the cartridge every 4 days and uses humalin r u500 in the cartridge. Cts informed the customer that humalin r was not labeled for use with the pump and the cartridge should be changed more frequently. The customer acknowledged the information.